Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 105 alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient was connected and in drain five of five at the time of the alarm. The patient had a drain volume of 3264 ml and a fill volume of 1500 ml. The technical service representative explained alarm to the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.